Event description:
A new codman sundt slim line appliers were being used for the second time during an aneurysm clipping in which the appliers failed to release the clip following positioning. Post op testing was completed with these appliers showing very tight insertion of the clips into the applier head and no spring release of the clip when the appliers were disengaged. There was not report of pt harm.